Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple insulin flow blocked alarms. The customer stated they had changed the reservoir and tubing multiple times. Troubleshooting was performed and insulin exited without incident. The cannula was not bent. The customer stated the event was resolved by changing the complete infusion and reservoir set. The customer¿s current blood glucose level was 539 mg/dl. They did not mention how they treated their high blood glucose. The insulin pump and the reservoir will not be returned for analysis.